Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery, the handpiece stopped performing phacoemulsification. They tried different handpiece with different tip on different port but issue persisted. After restarting the system, the phacoemulsification started working. Additional information has been requested.

Manufacturer narrative:
The company service representative reported that the customer restarted the system and the issue was resolved. The company service representative worked with the customer over the phone to confirm the footswitch was performing as intended. The company service representative instructed the customer to call back if the reported event reoccurred. To date, no further service request (sr) has been opened for the associated system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).